Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned

Event description:
Dr reports patient (B)(6) status post left total knee replacement done on (B)(6) 2019 shows the tibial component collapsed into varus. Dr decided to revise the tibial component to a stemmed implant with a cone augment. The cases was performed without incident. The keeled baseplate was removed the tibia was prepared for a cone and stemmed baseplate. Implants were cemented in place. No further information is available.